Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 79 months loss of capture and oversensing during routine device check were reported. Lead measurements in normal range during commanded lead testing: rv 4mv, 500 ohms bipolar, 1.4v@0.4ms. The pacing was changed to the unipolar configuration. A follow-up of the patient in 3 months time is scheduled. No adverse patient side effects have been reported.